Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen locked up and was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the touchscreen locked up and was not working properly. The customer replaced the touchscreen, but the issue remained. The remote service engineer (rse) provided the customer with the part number and price of the replacement user interface (ui) printed circuit board assembly (pcba) for repair. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen locked up and was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the touchscreen locked up and was not working properly. The customer replaced the touchscreen, but the issue remained. The remote service engineer (rse) provided the customer with the part number and price of the replacement user interface (ui) printed circuit board assembly (pcba) for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.